Event description:
It was reported to philips that the operational check fails at defibrillation. The field service engineer (fse) evaluated the device and found the high voltage capacitor needs to be replaced. Parts consumed: 1.00000,453564206351,xl+ capacitor therapy kit. Diagnostic performed by engineer: problem description by engineer we confirm the customer's report. Regulatory questions: n/a. Solution: replacing the discharge condenser due to malfunction. Operating test carried out successfully. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Manufacturer narrative:
Updating device problem code grid.

Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement.